Event description:
It was reported that prior to an unspecified procedure, shaft damage occurred. Upon preparation of the maverick2 9mm x 2.5mm balloon catheter, it was noted that while applying negative pressure to the device, air was able to be withdrawn into the syringe. The physician felt that this implied a shaft fracture. Additionally, the proximal end of the device contained a kink. There was no pt contact with the device. Another of the same device was used to complete the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.